Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) screen does not work. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h1.1 corrected data: b5,b6,b7,d10,h6(clinical & impact).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found the lateral connection of the display to the electronic board failed, the monitor was reconnected, cleaned and assembled. All functional and safety test were performed. Equipment is suitable for clinical use.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) screen does not work.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected fields: h6 (components codes).